Manufacturer narrative:
The insulin pump failed displacement test. The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to verify error or change sensor alarms due to motor error alarms. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer received a motor error alarm. It was also reported that the customer was in the room when a friend was having an MRI done. Customer's blood glucose level at the time 210 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.